Event description:
It was reported that the customer was hospitalized. Customer stated that she had a seizure and was taken to the emergency room. Customer stated that previous to the event; she might have experienced low blood glucose when waking up but did not test to check the value. She stated she ate to treat the low blood glucose and at the time of the seizure, the blood glucose came up to 113 mg/dl. Customer is unsure if the seizure was caused by low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.